Event description:
Disposable ligaclip 5 mm did not work properly. The product jammed when the load was tested and the handle would not pull back to fire the next load.what was the original intended procedure?laparoscopy converted to open laparotomy with removal of 10 cm left tube and ovary, enterolysis, adhesiolysis, appendectomy.device #1is this a laboratory device or laboratory test?no.